Event description:
Clinical specialist reported patient was admitted to the hospital for blood glucose level of 20 mg/dl. Clinical specialist stated patient miscalculated carb intake and over bolused. On follow up customer reported obtaining a result of 76 mg/dl, ate and performed a meal bolus. Customer reported having low blood glucose symptoms 2 hours later, emts were called and tested blood glucose around 22-24 mg/dl; was taken to hospital and treated with glucose. Requested return of the alleged test strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.